Manufacturer narrative:
Pod download data showed a 0x14 occlusion alarm generated. During investigation, no damages or defects were found in the components of the drive mechanism. Generation of the hazard alarm stopped the delivery of insulin.th actual cause of the reported hazard alarm could not be determined. The pod was received with the formed needle visible through the exposed portion of the soft cannula. Linkage assembly was also not fully retracted from the external view. After opening the pod, bot the linkage assembly and the formed needle retracted. This indicates a misalignment between the linkage assembly and the top housing. During manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.omnipod insulin management system ¿ user guide:model: ent450,17845-5c-aw rev a 10/17.using the pod 3/ page 32-33:check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged.warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 240 mg/dl, while wearing the pod on the abdomen between 24 and 36 hours.